Event description:
On 2/26/99 patient was admitted with right clavicle fracture with comminution for open reduction and internal fixation of the right clavicle fracture. On 5/5/99 patient was readmitted for nonunion with hardware failure of the right clavicle. The plate and screws that were broken and bent were removed. There was gross motion at the fracture. It was elected to insert a pelvic reconstruction plate.